Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side "capsular contracture, baker grade unknown". Healthcare professional later confirmed "left breast implant capsular contracture causing deformity of reconstructed breast - breast asymmetry after reconstruction (post radiation therapy)". Device has been explanted and replaced.